Manufacturer narrative:
Concomitant medical device: cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93). The most-likely reason for the wear monitoring reported could not be determined based on the available information as the patient involved does not appear to meet the risk criteria or have evidence of early prosthesis wear as a result, although the gxl liner had already been phased out of the us market, a voluntary product recall report was initiated by the crc in 2021 and a dhcp letter (28 june 2021) sent to surgeons whose patients met specific criteria and may be at higher risk for potential edge loading and subsequent liner wear in order to provide clinical guidance. A subsequent crc decision in april 2022 recalled the remaining gxl product globally prior to the planned product obsolescence in late 2022/early 2023 and expanded the correction conducted in the dhcp to include a summary of the updated analysis. Correction/removal reporting numbers: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.

Event description:
The 83 year old male patient involved was reported for wear monitoring approximately 3.5 years after the index tha surgery on the right hip. Radiograph review showed potential osteolysis in the region of the medial calcar and lesser trochanter but there did not appear to be a clear indication of wear on the provided radiograph series and the device is not available for evaluation as it remains implanted.